Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2021 where two screw type implants were installed on each side. The patient complained of left side radicular pain following the initial procedure. The surgeon determined that the left side inferior positioned implant was impinging on the neuroforamen causing radicular pain. One week after the initial procedure, the surgeon performed a revision procedure where the left side inferior positioned implant was removed and replaced with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.